Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and was discharged after 3 days . The patient was treated with meropenem injection (125mg/three times a day/intraperitoneally/ongoing), ciprofloxacin tablet (250mg/twice a day/orally/ongoing) and fluconazole tablet (150mg/once daily/intraperitoneally/ongoing) . At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5, b7 and e1. B5: upon follow up, it was reported that the patient recovered from peritonitis. The patient was hospitalized due to peritonitis and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported that the correct cause of peritonitis was break in aseptic technique. It was reported that retrained on the proper aseptic technique was done. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.